Event description:
It was reported that during a routine follow up, interrogation revealed bvvi with no defibrillation capabilities. Device was in hw reset. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
During analysis no communication could be established due to battery depletion. Based on device usage and programmed settings the longevity was within normal limits. The device was normal.